Event description:
The facility reported an infusion pump that turned itself off during pt use. Although attempts were made by baxter, details were not provided regarding add'l contact info, pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident involving this pump since the last baxter svc event.